Manufacturer narrative:
The medical center discarded the impella pump product. Without product return, a root cause of the pump's inability to be explanted in the normal manner is not determined. The failure mode will be monitored and trended.

Event description:
A patient with cardiomyopathy had an impella 5.5 supporting him for 39 days while awaiting heart transplant. When the team attempted to explant the pump in the operating suite in preparation for the heart transplant, they found the pump was unable to be pulled back or advanced. The team manipulated the graft and still found that the pump was unable to be explanted. The team made the choice to cut the impella pump and remove it while still contained within the heart's ventricle. Part of the pump was removed along with the heart, while the remaining portion was removed via the graft at the axillary artery. The entire pump was removed and the patient received a new heart.